Event description:
The iab was inserted into the pt on 3/4/97. After iabp for 1/2 minutes, the "autofill failure" alarm sounded from the pump. Blood was noted in the tubing and the iab was removed via a cut down. A second iab was inserted into the pt. The "autofill failure" alarm sounded again and the pump was changed. No more alarms sounded and iabp continued without further problems. Event complications: unk - rpt'd 3/7/97, 4/2/97. Pt current status: in csu - rpt'd 4/2/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.